Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter one photo was provided to our quality team for investigation. The photo shows a needle without plastic shield has a white foreign matter on the needle. Based on the investigation and with the photo sample analysis the symptom reported is confirmed. Furthermore, a device history record review was completed for provided lot number 4362123. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305060. Batch # 4362123. It was reported that the bd syringe 3ml ll w/ndl 18x1-1/2 blunt fill had foreign matter. The following information was provided by the initial reporter: it was reported by customer that white substance on the surface of the needle when removed from the package. Verbatim: customer reports a white substance on the surface of the needle when removed from the package.